Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and successfully started new sensor session, with no additional follow-up reported.